Event description:
It was reported that this patient experienced a pericardial effusion upon this right ventricular (rv) lead implant. The effusion was treated and the lead remained implanted and in service. The report was made years after the procedure, further information was requested.